Event description:
It was reported by a health care professional that "I really think that the diagnostics need to be simplified..." The comment was prompted by differences between the quick look and atrial arrhythmia summary provided by the device. No specific device serial number was provided. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.